Event description:
The customer states that during a normal sample run on the architect i2000sr analyzer, a loud noise accompanied by a little bit of smoke came from the system control center (scc). The monitor went blank and the scc failed to respond. A service call was initiated. There were no injuries reported nor damage to the surrounding laboratory environment.

Manufacturer narrative:
(B)(4). An abbott field service engineer (fse) arrived at the customer site and confirmed that smoke was emitted from the system control center power supply. The power supply was replaced and subsequent instrument operations and test results were acceptable. The power supply only was returned for this evaluation. A visual inspection for damage was performed on the power supply. A burnt smell lingered with dust and smoke residue accumulated on the inside of the metal casing. It was determined that the count switcher assembly shorted on the circuit board of the power supply causing the emission of smoke. The architect i2000sr is certified to the appropriate us, (B)(4), and international safety standards that apply to electrical equipment for measurement, control, and laboratory use. In order to minimize the risk of spread of fire, the power supply is enclosed in a tool accessible metal cage. The power supply meets the requirements of the safety standards. A review for similar complaints for the past six months did not return any other complaints which were similar to the issue described in this complaint for the scc power supply. The architect system operations manual ((B)(4) 2008) provides information in regards to potential safety issues and electrical hazards. A malfunction of the system was not identified. The device was performing as intended by containing the damage to the power supply and not spreading the issue to the rest of the analyzer or the surrounding laboratory environment. This is a final report.

Manufacturer narrative:
(B)(4). This is an initial report. A final report will be submitted upon the completion of the investigation. An investigation is in process.